Event description:
It was reported that speed knob for the (B)(4) power chair does not work in drive one only for forward and reverse. Dealer states the programming changes in drive one only by itself.